Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) the fiber forward fired after 15 minutes of use. There were no stones present in the prostate and no courtesy messages were displayed. The fiber tip was also intact. A second fiber was used to complete the procedure with no clinical consequences to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) the fiber forward fired after 15 minutes of use. There were no stones present in the prostate and no courtesy messages were displayed. The fiber tip was also intact. A second fiber was used to complete the procedure with no clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concluded that the reported allegation of fiber forward firing was unable to be confirmed through product analysis. However, visual examination of the fiber identified the glass cap rotated within the metal cap due to glue failure. The observed glue failure likely occurred due to continuous elevated temperatures near the laser beam output window. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuous elevated temperatures can lead to fiber damage including glue failure. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg to 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Although analysis identified fiber tip devitrification, please note that devitrification observed is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Technical analysis: visual examination of the fiber identified severe devitrification at output window. The metal cap exhibits moderate detritus adhesion on surface. The glass cap was observed to be able to rotate independently of the metal cap, indicative of epoxy failure. The fiber was tested with a hene (helium-neon) laser fixture, there were no indications of breakage along the length of the fiber. The connector was tested with a connector segment tester, the device performed within specification, suggesting there were no connection issues. Device history records: a review of the device history record confirmed that the device met all material, assembly and performance specifications. Labeling review: a review of the instructions for use (IFU) was completed. According to the IFU the following instructions are included: increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). The fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass cap rotating independently of the metal cap due to glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event, which indicates. The interaction between the user and device, or sample, caused or contributed to the observed fiber tip damage and reported event.